Event description:
A customer from (B)(6) reported to biomérieux out of range low results when testing the internal quality control virotrol from bio-rad in association with vidas® cmv igm (lot 1005712890). The customer reported having to send the patient sample to another laboratory. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The customer reported obtaining a negative result associated with vidas® cmvm. Biomérieux only received one (1) sample for evaluation with an insufficient volume (50ml) to be tested. An investigation was performed on internal vidas cmv igm (ref. 30205) samples with the following results: - three (3) seroconversion samples from (B)(6) close to patient's samples index at 0.95 (samples ID : (B)(6)), - six (6) sera from internal serum bank close to equivocal zone (samples ID : (B)(6)), a decrease of the index (tv) for seroconversion samples was observed and for some internal samples compared to the target determined by the quality control department but without any interpretation change. A study was conducted at the manufacturing site. All the manufacturing process was studied line by line. The root cause identified an issue with the equipment used in manufacturing site. They observed a decreased efficiency during the fragmentation of the antigen. Currently, all the lots produced by manufacturing department, are followed up using an additional control during six (6) months in order to check the efficiency of the improvement